Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient with implantable cardioverter defibrillator (ICD) and implantable defibrillation lead received two shocks for atrial fibrillation (af). The shock impedance measurement was greater than 125 ohms for both shocks. An invasive procedure was performed. This device was successfully explanted and the lead was surgically abandoned. A new system was successfully implanted. No additional adverse patient effects were reported.